Event description:
Meter name: one touch basic enchanced, strip name: lifescan one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symtoms: tired. A patient reported they called 911 and were taken to hospital they alleged they were unable to test due to test strip holder issue. The result on their meter was, unable to test. The result on their meter was, unable to test. The result of the emergency medical system and/or hospital was result unknown. No comparision. Treatment was glucose through IV, a potassium pill and another medication unknown to caller. No further information has been reported.